Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no atrial output. The caller was informed that the epg is past its service life. There was no patient involvement.